Event description:
An integra dp pediatric burr hole was being used in a shunt revision when the surgeon noted what was thought to be rust on the valve. There was patient contact, but no patient injury. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.